Event description:
Hcp reported the pt presented with increasing bowel failure resulting in bowel and bladder incontinence. The pump and catheter were removed in 2003 because the "catheter was causing mayhem in the epidural space." Neither device was infected. The pt quickly improved but has "persisting gastroparesis." The hcp reported an underlying factor being the pt's diabetes although the "pump episode played a severly aggravating role."